Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor and encountered problem with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support provided full pump reset instructions, guided customer through reset, and then performed additional troubleshooting which allowed the cgm code to be cleared. Caller successfully started their sensor session.